Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex (lcx) artery. An intravenous ultrasound (ivus) catheter was advanced but failed to cross the lesion. A 3.00mm x 8mm nc emerge® balloon catheter was then advanced for dilatation. However, during inflation before reaching the nominal pressure, the balloon ruptured. Subsequently, dilatation was performed with a 3.0x8mm non-bsc balloon catheter and after a stent was implanted. The device was completely removed from the patient's body and the procedure was completed. No patient complications were reported and the patient's status was stable.